Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 385 mg/dl. Customer over filled the cartridge with insulin. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.